Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(6); batch: 7253638.

Event description:
It was reported that patient had a cerebrospinal fluid leakage (csf leak) during trial procedure. Unknown what intervention was administered. The patient was doing well postoperatively.